Event description:
It was reported by the customer prior to the start of a procedure that the device was getting hot. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.